Event description:
The rptr stated that the 3 way stopcock was not bonded onto the end of the product and was not staying connected. There was no pt injury or treatment reported as a result of this issue.